Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) exhibited undersensing of induced ventricular fibrillation (vf) at 1.0 millivolts. A stat shock was delivered which successfully converted the vf at 29 joules; however, there was significant dropout which the physician was uncomfortable with and decided to implant a new lead. It was noted the patient had a recent myocardial infarct with significant myocardial damage (ejection fraction 15%). No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was severed 80 millimeters from the terminal pin, two segments of the lead were returned. The total length of the returned segments was 592 millimeters. There were setscrew marks noted on the terminal pin. Cuts were noted on the lead insulation. Blood/body fluid was noted in the helix housing and the helix was retracted. Analysis could not confirm the clinical observations.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.